Event description:
Allegedly hip dislocated when pt tried to stand up after using portable toilet(same height as chair). X-ray allegedly found dislocation of her bipolar. Allegedly inner ring has separated from bipolar cup. Hip revised.